Event description:
Related manufacturing reference: 300518751-2013-00096, 3005188751-2013-00097, 3005188751-2013-00098, 2030404-2013-00097, 2030404-2013-00098. Several hours after a pulmonary vein isolation procedure was completed, the patient exhibited stroke symptoms. The pulmonary vein isolation procedure was completed successfully on a patient with heart rates from 18-30 beats per minute (bpm) while in atrial fibrillation. Pre-procedure there was no thrombus present in the left atrial appendage; however, the patient had an extremely elevated calcium score. Procedural acts were 300-500 and at the completion of pulmonary vein isolation, the patient was cardioverted into sinus rhythm with a heart rate of 50bpm. Several hours after the procedure's completion, the patient experienced difficulties with sensation and movement of his right hand. A MRI was performed, revealing a stroke. The patient's symptoms resolved and no further intervention was administered based on the information received. The physician stated there were no performance issues with any sjm device and he does not allege that any sjm device contributed to the averse event.

Manufacturer narrative:
Method: the results of the investigation ar inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported stroke could not be conclusively determined.